Event description:
It was reported that the lead was explanted due to fracture.

Manufacturer narrative:
Final analysis found the proximal and distal insulations abraded and the proximal and distal coils fractured at 27 cm from the connector pin due to clavicular crush.